Event description:
The parents found the device in the baby's bed next to the baby, the balloon had ruptured.further details: the child awoke early in the morning and was found in a pool of formula with the gastrostomy tube in the bed with a deflated balloon. A replacement gastrostomy tube was placed in the emergency room and a contrast study demonstrated that the tube was not within the stomach as it should have been. This required replacement in the operating room and a prolonged hospitalization due to intolerance of feedings. The patient was discharged home and within 24 hours the balloon had broken up again. A replacement tube was inserted by the parents immediately and a contrast study revealed that the balloon was correctly placed within the stomach. The baby did not experience any long term changes in plan of care as a result of these events.the device was given to the rep from the manufacturer approximately 1 week from the incident.